Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported: "the tibial polyethylene has fractured" and a revision surgery will be necessary to explant.